Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the instrument would not cut the zipfix implant after tightening. They sent it to whomever they use for repairs and were told that it was unrepairable because there was a small crack in the instrument somewhere. It did not affect the outcome of the surgery at all. They had another instrument in the room which they opened to finish the surgery. No additional time added to the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was received by manufacturer for review/investigation on december 9, 2014. Manufacturing evaluation: the device was produced and distributed in december 2012. It was found that the cutting feature has snapped off the instrument and the broken piece was not returned for investigation. The manufacturing review shows that the correct material was used and the production procedure was according to the specifications. A manufacturing conclusion cannot be presented due to the missing part. Therefore, we consider this complaint to be indeterminate from a manufacturing standpoint. Product evaluation: we found that the cutting feature had snapped off the instrument. The broken piece was not returned with the complaint. Product development cannot evaluate the root cause of the failure. To determine the root cause the fracture surface needs to be analyzed. It is concluded that the seen market occurrence rate of this device failure is within the documented and excepted level. The investigation is closed by product development as indeterminate. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. No anomalies were detected during device history record review of the finished medical device. No ncrs were generated during production of the finished medical device. Review of the device history record of the finished medical device doesn't show that there were issues during the manufacture of the finished medical device that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.